Manufacturer narrative:
H.6. Investigation summary: one 1ml ll syringe inside an opened blister package, confirmed to be from batch #9003926 (p/n 309628), was received. The sample was visually evaluated. The stopper was observed to be slightly deformed. It was taken out of the barrel and evaluation found the stopper to be improperly assembled and squeezed on one side. Potential root cause for the damaged stopper defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 9003926 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd 1ml syringe luer-lok¿ tip plunger was deformed. This was discovered before use. The following information was provided by the initial reporter: abnormally shaped black plunger grommet. Concern it would leak if used.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 1ml syringe luer-lok¿ tip plunger was deformed. This was discovered before use. The following information was provided by the initial reporter: abnormally shaped black plunger grommet. Concern it would leak if used.